Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03119. This report is being submitted as additional information. The patient's weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 3 years, 4 months. The event occurred at (B)(6). Device investigation (additional information): the report of damage to the outer jacket of the modular cable could not be confirmed through this investigation. The modular cable remains in use and is not available for evaluation. The patient remains ongoing on lvad support and no additional events have been reported. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was unspecified damage to the outer insulation of the modular cable. An exchange of the modular cable will be performed on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable; however, a specific cause could not be conclusively determined through the investigation. Upon examination of the returned modular cable, a grey/tan discoloration was observed of the polyurethane outer jacket. The inline connector bend relief showed a gradient yellow/brown discoloration while the controller connector bend relief showed a uniform, dark brown discoloration. Additionally, damage was observed to the inline connector bend relief. Further examination of the modular cable revealed small tears in the outer jacket approximately 7 inches and 10.5 inches from the controller connector. The polyurethane around the torn areas showed a cracked surface and appeared to have expanded slightly. Removal of the rescue tape revealed additional tears in the jacket approximately 8 and 9.5 inches from the controller connector, as well as 1.25, 2 and 3 inches from the inline connector. Two sections of the jacket material were missing approximately 8.25 through 8.75 inches from the controller connector and 4 through 7 inches from the inline connector. Visual examination of the underlying armor layer revealed no evidence of damage. The controller and inline connector pins appeared unremarkable; however, a small amount of debris was noted within the threads of the inline connector locking nut. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The device passed electrical testing without issue. The heartmate 3 IFU contains information in regard to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient remains ongoing on vad support with no related further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.